Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d10, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device 3d adjustment could not be done. Per the report, "turned the power on and off three times, but the situation did not change. After the last reboot, 3d adjustment was possible". The issue was found during a therapeutic an unspecified procedure. The intended procedure was completed with the same device. There was no patient harm, no injury reported due to the event.